Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider didn't know what they were scanning on the patient, but the patient's wife noted when making the appointment that the device had not been working. No patient symptoms were reported. Caller reported they did not have any further information currently and would not have any in the future. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device did the patient no good since implant and has since been unused. No further patient complications are anticipated or expected as a result of this event.